Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported that a pmma implant was received and implanted in (B)(6) 2014. The patient went to the emergency room to have a CT scan. The CT scan showed cracks in the implant, which were not there at time of implantation. A new implant is being created (B)(6) and a new surgery will be performed.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot. The event was confirmed. An image of the CT scan confirms the crack of the implant. However, the root cause could not be confirmed due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The sales representative reported that a pmma implant was received and implanted in (B)(6) 2014. The patient went to the emergency room to have a CT scan. The CT scan showed cracks in the implant, which were not there at time of implantation. A new implant is being created ((B)(4)) and a new surgery will be performed.